Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was attempted at implant. The device was in the pocket with one layer of skin closed when a non-physiologic signal was noted on the right ventricular channel. Further oversensing was observed when pushing on the pocket. The oversensing resulted in pacing inhibition. When the device was removed from the pocket no further oversensing was observed. The device was placed back in the pocket. The oversensing was again reproduced briefly and then stopped. This device was not used and another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and lead barrels noted a hole in the rv seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to reproduce the clinical observation, however a hole in the rv seal plug could cause non-physiological signals and oversensing.